Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 415 mg/dl at time of incident. Customer treated with manual injection. Customer declined troubleshooting. Customer reported that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer perform self test and test was passed. The insulin pump will not be returned for analysis.